Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports" burnt her daughter". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation requiring an investigation by the site. On the basis of this evaluation, a trend does not exist for this batch.

Event description:
Burnt her daughter [thermal burn]. Case narrative:this is a spontaneous report from a non-contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), device lot number w24931, expiry dec2020, from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The reporter stated the thermacare heatwrap burnt her daughter on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: return sample has not been received at site. Manufacturing site conclusion: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "burnt her daughter". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation requiring an investigation by the site. On the basis of this evaluation, a trend does not exist for this batch. Dchu conclusion: based on the complaint narrative, the patient sustained a burn injury after product use. Review of complaint description concludes there is no device malfunction. Severity of harm was s3 for complaint sub-class: adverse event/serious/unknown. No follow-up attempts are possible. No further information is expected. Follow-up (08aug2019): new information received from a product quality complaint group includes: expiry and investigation conclusion. No follow-up attempts are possible. No further information is expected. Follow-up (14aug2019 and 17oct2019): new information received from the product quality complaint group includes severity rating, investigational results from (B)(4) and case upgraded to serious, malfunction reportable MDR. No follow-up attempts are possible. No further information is expected. Company clinical evaluation comment: based on the information provided, the event thermal burn as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event thermal burn as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.